Event description:
The customer reported that false positive rheumatoid factor (rf) patient results, associated with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot, were generated on two immage immunochemistry systems. This report is two of two and represents the false positive rf patient results generated from immage immunochemistry system, with serial number (B)(4). Immage immunochemistry system rheumatoid factor (rf) reagent lot m101865 was in use on this instrument at the time of the event. Beckman coulter inc. Assessment of customer supplied data revealed the generation of six patient results which initially generated elevated rf results, and upon repeat testing, utilizing a different rf reagent lot, generated lower patient results that were regarded as valid. A seventh patient's results were provided, however, the repeat rf result was also elevated and hence the initial rf result cannot be confirmed as erroneous. The patient did not provide the instrument serial number which generated each false positive rf result, and therefore, it is unknown specifically which immage immunochemistry system generated each false positive. The erroneous results were not reported out of the laboratory hence there were no deaths, serious injuries or change to patient treatment associated or attributed to this event. No issues with other chemistries or system errors were reported. No patient specific information was provided by the customer. The samples were serum samples. No sample issues were noted. No additional sample handling/collection information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument chemistry performance data indicated that calibration results appeared to be acceptable during the timeframe of the event. Service was not dispatched for this incident. Root cause is not known but this appears to be a reagent issue. Associated mdrs: 2050012-2011-08409, 2050012-2011-08410.